Manufacturer narrative:
(B)(4) date sent 7/1/2026 d4 batch # 145c63 . Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60g reload was returned unfired with the reload pan partially dislodged from the left proximal side. In addition, 2 single drivers loose, 1 doble driver loose, 1 missing single driver and 9 missing double drivers, making the reload non-functional. No functional test was performed due the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 145c63, and no non-conformances were identified.

Event description:
It was reported that before using on patient, for an unknown procedure, open the packing and noted that the staple drivers fell off . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.